Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 10 mg/ml at 2 mg/ml via an implantable pump for unknown indication for use. Patient was being hospitalized and treated for aseptic pneumonia. Patient also experienced urinary retention post-pump replacement. Patient was intubated and being treat as septic. Also possible patient experienced overdose as he was non responsive. Environmental/external/patient factors that may have led or contributed to the issue were none. No diagnostics/troubleshooting performed. Actions/intervention taken to resolve the issue was that the pump was dose was lowered from 2 mg per 24 to 0.5 mg per 24 as directed by managing physician. It was unknown if the issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. Troubleshooting/diagnostics performed included the pump being interrogated and no warnings were read. The cause of the patient being admitted for aseptic pneumonia, urinary retention, and overdose was not determined. It was unknown if the event resolved, no contact available for treating hospital and pump managing physician had not heard back on status. The pump rate was slowed to .5 mg/24 morphine per managing physicians order.